Manufacturer narrative:
The technician found the left siderail scale pod was not working but when he moved the bed into the hallway from the room, he plugged the bed in and the left scale pod was working properly. The technician performed additional test until the facility decided to quarantine the bed and not repair the bed at this time.

Event description:
The charge nurse stated that the bed exit was set when the pt exited the bed, the bed exit did not alarm and the pt fell. The pt sustained a head laceration. When placing the pt back into bed then alarm went off.